Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Unknown variax elbow lateral plate.

Event description:
The day after variax elbow surgery, radial nerve palsy was found. Revision surgery was performed after four days. The radial nerve had been pressed by a lateral plate. This case was presented at the meeting of japanese society for fracture repair on (B)(6) 2015.